Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the root cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported the patient was administered heparin during procedure. Post-procedure, the patient experienced pericardial effusion and pericardiocentesis was performed. It was reported the physician believes the pericardial effusion was caused by an abbott device. The patient status was reported as stable and discharged the next morning.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported the patient was administered heparin during procedure. Post-procedure, the patient experienced pericardial effusion and pericardiocentesis was performed. It was reported the physician believes the pericardial effusion was caused by an abbott device. The patient status was reported as stable and discharged the next morning. No additional information was provided.